Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2012: patient presented with following pre-op diagnosis: spondylolisthesis at l5-s1 with marked disk collapse and disk herniation with severe low back pain. For which, patient underwent following procedures: radical anterior diskectomy, l5-s1. Anterior lumbar fusion, l5-s1. Anterior intervertebral body cage preparation and insertion, l5-s1. Use of local bone and bone morphogenic protein for spinal fusion, l5-s1. Posterior spinal fusion, l4 through sacrum. Posterior instrumentation, l4 through sacrum. Removal of instrumentation, l4-5. Exploration of fusion, l4-5. Per op notes, the intervertebral interbody cage was internally constructed at the l5-s1 level. The cage was locked into position and the bone morphogenic protein (bmp) and the local bone were then packed into the cage and also around the surrounding aspects of the cage. The bone graft and the remaining bone graft extenders were then packed along with the local bone into the posterolateral gutters bilaterally. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.